Event description:
Information was received from a consumer, healthcare professional via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient called the office reporting that they had switched programs with remote, when they made the change, the new program came on at a very high level of stim, 4.5v. Patient stated that this shocked them and they were in a lot of pain and did not know what to do. The office told them to turn the device off, but they did not understand how to do this so instead they turned the remote off and removed the batteries from it. On the phone with patient, it was explained that turning the remote off is different than turning the implant off. Patient was walked through how to turn the implant off and they immediately felt better. Manufacturer representative (rep) saw patient in the office and turned the stim way down and then turned the implant back on, battery life was also checked and it is at the end of life. Patient is scheduled for a full replacement on july 8th.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that the device has not been returned. The device was turned off with the reps help over the phone; they turned it back on at a low level together in the office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.